Event description:
It was reported that the right ventricular (rv) led had an increase in impedance and threshold due to a fracture. It was also reported that there was noise on the rv lead. The lead was reprogrammed to unipolar and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.